Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the leg bags were missing the tubing.

Event description:
It was reported that the leg bags were missing the tubing.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. The potential root cause for this failure could be "incorrect assembly operation / components / accessories placement (incorrect assembly)". It was unknown whether the device had met specifications. Based on patient code (B)(6), the product does not appear to have been used. However, the product is intended to be used for treatment purpose but it is unknown whether the product had a relationship with the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.